Manufacturer narrative:
(B)(4). The customer returned one 780-24 circuit , pediatric , dual limb, for investigation. The breathing circuit was visually inspected for signs of misuse/abuse/neglect. Nothing was noted. The circuit was connected to the leak tester and was leak tested against iso standard 5367:2014, annex e, which specifies a pediatric circuit under 60 +/- 3 cmh2o of air pressure, cannot exceed a leak rate greater than 40ml/min. The reading on the leak tester was 16 ml/min which is well under the iso requirement. The device history record of batch number 74k1901807 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. The complaint was confirmed. The circuit was leaking, but it was at a rate within acceptable parameters according to the iso standard 5367:2014. Functional testing did not reveal any operational anomalies. The circuit was found to be leaking at a rate of 16 ml/min which is well under the iso requirement for a pediatric circuit of 40ml/min. No further testing required.

Event description:
Customer reported on (B)(6) 2020, the device was leaking from the blue pigtail attached. The device was replaced on (B)(6) 2020, and that device was found to have a slow leak as well. No patient harm or injury reported. Patient's condition reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported on (B)(6) 2020, the device was leaking from the blue pigtail attached. The device was replaced on (B)(6) 2020, and that device was found to have a slow leak as well. No patient harm or injury reported. Patient's condition reported as fine.